Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.,

Event description:
It was reported that the device will only hold a charge for about 15 minutes. Additional information received from customer indicated "I have no indication from my clinician of any alarming or error messages." No known impact or consequence to patient.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation the unit was able to power on when using battery power, however, the unit was unable to stay powered on for more than approximately 15 minutes. The unit was verified to visually and audibly alarm during alarm conditions. The battery was found defective as it was unable to hold a charge to an acceptable capacity. A review of the history for this device was performed and it was concluded that the device was in the field for over five (5) years with no previous returns for servicing or other issues prior to the reported event.